Event description:
It was reported by the hospital that the (1) tct75 was used during an unknown procedure. It was reported that the linear cutter clamped but was not able to cut. The patient consequence and the case completion were not reported.